Manufacturer narrative:
One used. Device was returned for evaluation. The complaint of air bubbles in the set was not confirmed on the returned set. When the returned set was primed and pressure leak tested, no leaks or air bubbles were observed. The sample had performed per the product specifications. The lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Correction d4 - primary UDI number.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve. The reported stated that when going to refill syringe on umbilical arterial catheter (uac) tubing, air was found to be bubbling out of the flat blue part of the transducer. No cracks or holes were found in transducer when inspected by healthcare professionals; they stopped fluids running through uac tubing and closed off line to the patient. Then, they were able to hang a new bag and line set up. The event occurred is at gmc-nicu. The customer reported a delay because the nurse had to set up and change the lines, however, there is no mention if this was critical to the patient. So she believe there was no harm and no medical intervention required. Additionally, there was 0.2 ml/hr at 0.2 ml per hour, there should have been at least 450 ml left in the bag. The bag was hung for approx. 36 hrs and the medication involved is a heparin 1000u in 500 ml 0.45 nacl.